Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
Patient initially implanted with an afx bifurcated stent, a suprarenal aortic extension, and two limb extensions on (B)(6) 2016. A follow up computed tomography (CT) showed the patient had a potential type 1b or type 3a endoleak with aneurysm sac growth. On (B)(6) 2017 the physician completed an angiogram and confirmed the patient had a type 1b endoleak. The physician elected to implant an additional limb extension to seal the endoleak. It was reported the patient still had an endoleak following the secondary procedure.